Manufacturer narrative:
This case was assessed by merz north america as serious. The event of injection site calcification was assessed as unexpected whereas the event of injection site cellulitis was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. The reported tender and mass are considered to be symptoms of injection site cellulitis and were therefore not coded. Off label use of device was coded only for formal reasons. Injection into the cheek is no approved indication for radiesse in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site cellulitis was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician assistant and concerns a 72-year-old female patient. She was injected with radiesse into the cheek (off label use of device), in 2024. The patients medical history included an autoimmune hypothyroidism. On (B)(6) 2025, also reported as six months after the radiesse injection, the patient experienced cellulitis and diffuse calcifications. She developed a mass on right cheek. It was slightly tender, and patient was seen in emergency room (reported as ER) where it was first diagnosed as cellulitis. She was put on antibiotics and radiographs were taken showing diffuse calcifications. The mass has since decreased in size and was almost non-existent at this point. Due to the provided information, the outcome of the event cellulitis was considered as resolving and the outcome for the event calcifications is considered unknown.